Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported through patient outcome information that the patient expired due to stroke and bacteremia. The event was not considered to be device or therapy related. No further information could be provided. The device was not explanted and was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Hmii lvas IFU lists driveline, local, and pump pocket infection, stroke, and death as adverse events that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values, and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to stroke and bacteremia. The outcome was not considered device or therapy related. The customer reported that no additional information could be provided.